Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had lines on the display. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29apr2019. The customer troubleshot with technical support and was advised to swap the graphic user interface (gui) and replace the liquid crystal display (lcd) or the video graphics array (vga) controller. Multiples attempts were made to obtain repair/service information that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.